Event description:
It was reported that the monitors of the system 2800 were not working rendering the system not operational. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction ws verified. It was determined that the camera was defective and was replaced. The system was tested and found to be working as intended and placed back into service.